Manufacturer narrative:
Additional issues were found during the device evaluation. The grip and distal end were shaved. The air/water and suction cylinders had discoloration. The switch box and forceps channel port had a dent. The right/left knob had a chip. Due to a scratch on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The light guide bundle had breakage. The adhesive around the objective lens had a chip. There was corrosion around forceps elevator.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the foreign material was found on the forceps elevator due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, we were not able to specify the cause of the event. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.